Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "5v self check failure - 1172" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also updating information submitted on the initial medwatch report. Please reference sections b5 and h6: device code. Evaluation results: the customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing without duplicating the report. An internal inspection found no discrepancies. It was determined during our investigation that the device may have been too close to an MRI machine. However, this could not be firmly established. The smart pneumatic module board was replaced and scrapped as a precaution. The device was recertified and returned to the customer. Our operator's guide recommendations for use near an MRI machine are if a failure occurs, the user should manually ventilate the patient, replace the ventilator and contact service. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an unknown error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.